Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the stations had an incorrect time. A technical support specialist (tss) reported that remote access was established to the station, the command shell was opened, and the station time was corrected according to the referenced knowledge article titled "device time is incorrect". The tss confirmed that the station time was synchronized with the server time and then proceeded to apply the same correction to the remaining affected stations to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server user informed incorrect time was displayed on the following medstations: px-s-5e1, px-s-5e2, and px-s-5escu. However, there were no delays or adverse events or injuries reported based on this event.